Event description:
The pump was returned for investigation. Investigation revealed the battery cap contact height and width were not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery cap had stripped threads and the contact height and width were not within specifications.